Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the nurse call buttons are not sending a nurse call to the nurses' station. No injury reported.